Event description:
It was reported that upon opening these (2) doses the monomer bottles were cracked and the liquid had leaked/evaporated.

Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The exact root cause of the event could not be determined because insufficient information was provided. Further information such as photographs of the reported damage and whether there was an odour detected are needed to complete the investigation for determining a root cause. However, based on the information provided, it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation. Ncr (B)(4) was raised in (B)(6) 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects. No further investigation is possible at this time.

Event description:
It was reported that upon opening these (2) doses the monomer bottles were cracked and the liquid had leaked/evaporated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.